Manufacturer narrative:
The customer reports during procedure under normal usage conditions the balloon popped. No patient harm was reported. This complaint could neither be confirmed, or the root cause determined. The device was not returned for evaluation. A review of the batch history records and process controls has been carried out. The units were processed to the correct validated parameters. All units from this batch were subjected to a 100% final inspection process, including 100% wet leak testing. All units were inspected under a 10x vision system and all observed defective units were removed. All manufacturing operations were completed by fully trained operators. The current inspection & testing controls in place are deemed effective. All associated batch records have been reviewed and no anomalies or unusual data readings have been noted during this investigation. This failure mode is documented in the design fmea. Conclusion: the root cause of this issue is currently unknown.

Event description:
The customer reports during procedure under normal usage conditions the balloon popped. No patient harm was reported.

Event description:
Follow up report for (B)(4); MFR report #: 3005994106-2019-00008.

Manufacturer narrative:
Follow up report for information not known at time of original report such as investigation type, findings, and conclusion.

Event description:
The customer reports during procedure under normal usage conditions the balloon popped. No patient harm was reported.